Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a trial patient. It was reported that the patient was concerned with having the urge and pressure to go void, but they were unable to empty. The patient was assisted with switching programs and setting stimulation at a comfortable level. It was noted that the trial began on (B)(6) 2017. No further complications were reported.